Manufacturer narrative:
Insulin pump received with intermittent express bolus, esc, and act button response due to flattened button dome switch. The component/lcd keypad connector was not found unlocked during visual inspection. No cosmetic damage noted during physical inspection.(B)(4)

Event description:
Customer's wife reported via phone call that the buttons were hard to push. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.